Manufacturer narrative:
During a follow-up call, the pd clinic reported that the pt has since expired since the reported event. There was no additional info available. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis (pd) pt's contact stated that the liberty cycler wasn't draining during pd treatment. The pt contact stated that the pt was currently diagnosed with peritonitis.